Manufacturer narrative:
(B)(4). Approximate age of device ¿ 12 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the system controller sounded a driveline fault alarm that could not be cleared. The system controller was replaced but the new system controller alarmed with a driveline fault approximately 4 hours later. The system controller was subsequently exchanged again. The patient was reportedly asymptomatic. On (B)(6) 2016, an evaluation of the driveline was performed by the manufacturer's technical services representative and the reported driveline fault could not be replicated. The external portion of the driveline was found to be in excellent condition and well cared for by the patient. Electrical continuity testing revealed that all wires were intact. The driveline was tested on a grounded power module patient cable and no issues were present. A small cut was made to the external silicone jacket for a visual inspection of the driveline and nothing untoward was found. The outer silicone jacket cut was repaired using silicone adhesive and rescue tape. Under clinical supervision the patient's thorax was moved in all manageable directions for the patient and no issues were discovered. On (B)(6) 2016, the driveline fault alarm reoccurred. Evaluation of the driveline again found no external damage. At the request of the patient¿s health care professionals, an external driveline replacement was performed by the manufacturer¿s technical services representatives on (B)(6) 2016. During the procedure, a driveline fault alarm was activated when the brown wire was cut, confirming possible damage to the brown wire¿s redundant black wire. System controller log files downloaded after approximately 1 hour showed a pattern of the black/brown motor phase operating at an elevated level of current as compared to the other two phases. X-ray images of the driveline internal to the patient showed a slight anomaly approximately 5 cm from the pump as a possible area of concern. The patient underwent a pump exchange on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
Device evaluation: a distal end driveline replacement was performed on (B)(6) 2016 and approximately 19.5 inches of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline revealed that all wires were electrically intact. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors. High potential testing of the driveline segment identified no areas of current leakage through the wire insulation. The pump was exchanged on (B)(6) 2016 and returned with the driveline cut approximately 0.5 inches from the pump housing. The remainder of the driveline was returned as one 40 inch length segment. Upon removal of the outer silicone sleeve, severe breakdown of the metal braided shield was observed on the internal portion of the driveline from approximately 2 to 5 inches from the pump housing. Electrical continuity testing of the returned driveline segment revealed an intermittent discontinuity in the black wire when the driveline was manipulated in the area of shield breakdown. Visual inspection of the underlying wires in the area of shield breakdown found that the black wire was partially fractured at approximately 4 inches from the pump housing. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement of the driveline in this area. Visual examination and high potential testing of the remainder of the returned driveline segments did not reveal any other areas of compromised wire insulation or damage to the inner conductors. The fractured conductors of the black wire would have resulted in the reported driveline fault alarms captured in the system controller log files. An electrical short to ground could have also occurred which would have resulted in an interruption in pump function if the exposed conductors of the compromised black wire made contact with the braided shield while the patient was operating on a tethered power source such as the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.